Manufacturer narrative:
Product analysis: the valve was visually inspected upon receipt at medtronic¿s product analysis laboratory. A pledget was observed on the inflow of the sewing ring adjacent to the right cusp. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. All commissures were intact. Glistening off-white pannus lined the tissue and base stitching adjacent to all cusps, extending to the inflow margin of attachments into all inferior coaptive areas and onto all cusps reducing the inflow orifice area. A remnant of pannus remained attached to the back of the left-right stent post extending slightly to the outflow rail adjacent to the right cusp, over to the outflow margin of attachment and commissural attachment. An unknown amount of pannus was removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis results of the device showed pannus overgrowth on the inflow extended several millimeters out onto the leaflet, which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the high gradient. The pledget remaining on the sewing ring placed on the inner portion of the sewing ring causing it to lie close to the valve tissue may have played a role in recruiting the formation of the pannus out onto the leaflets. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product has been returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. It was reported that patient prosthesis mismatch may be a factor in the patient¿s symptoms. Should additional information be received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that three years and eight months post implant of this bioprosthetic aortic valve, the valve was explanted due to elevated gradients. The patient presented with fatigue and shortness of breath. A prior mean gradient of 24mmhg was measured by catheterization (date not provided); mean gradients of 18mmhg, and peak gradients of 34mmhg were measured by echocardiogram around the time of explant. It was reported the current bsa is 1.89 which calls for a 23mm valve. The valve currently implanted is a 21mm which points to possible patient prosthesis mismatch. At explant, there was no calcification noted. No adverse patient effects were reported.